Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New (B)(6) record created in order to update (B)(6) (legal system) complaint number (B)(4). Reason for original complaint - litigation alleges that the patient suffers from pain, weakness, decreased range of motion, sensation of misalignment and loosening, clicking, popping, grinding noises, and has difficulty with activities of daily living. It is also alleged that the patient suffers from elevated levels of metal ions and loss of muscle mass an deterioration of soft tissue. Update 09/23/2015 - pfs and medical records received. After review of the medical records for MDR reportability, the part/lot is being updated. The stem is being added for the alleged high metal ions. No revision date has been provided. A correct doi was provided. The complaint was updated on: 10/15/2015.

Manufacturer narrative:
Correction: manufacturing facility: (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.